Event description:
Reporter indicated that a vns pt had developed laryngeal edema. It was reported that initial interrogation at an office visit indicated that the vns generator was set at a duty cycle of 30 seconds on and 0.5 minutes off. It was also reported that the pt had been continuously swiping his magnet to initiate magnet mode stimulation. The physician changed the off time to 5 minutes in response to the event. No other treatments or actions were reported. It had been previously reported that the pt also experienced dyspnea, voice alteration, and painful stimulation.